Event description:
Plastic delivery system for "magnum wire" broke at the distal end while in pt tissue. Fractured piece was noticed as missing when subsequent sector was loaded. Shoulder wound was thoroughly explored and fractured piece was retrieved.